Event description:
It is reported the catheter was found ruptured.

Manufacturer narrative:
The device has been returned to the MFR at this time for eval. A lot history review (lhr) of rewk0199 showed no other similar product complaint(s) from this lot number.